Manufacturer narrative:
Customer discarded product.

Event description:
It was reported by the manufacturer sales representative that during a surgical procedure at the user facility, the device that holds the liquid, was found to be broke into many pieces. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.